Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo gutter debridement and revision of both the tibia and talus for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction: d1 (product long description), h6 (clinical signs code, device code, results code, conclusion code). The reported event could be confirmed, based on available medical records and medical experts¿ assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- ¿the device has been used as intended. Components seem to be intact but pe cannot be assessed directly. Underlying reason for revision is most likely related to poor bone stock of the patient which can be due to multifactorial reasons.¿ based on investigation and available information, the root cause was attributed to a patient-related issue. The failure was most likely caused due to poor bone stock of the patient. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo gutter debridement and revision of both the tibia and talus for reasons that are not available at the time of this report.